Event description:
Healthcare professional reported "left side rupture and bilateral capsular contracture baker grade iii." Device remains implanted left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening on posterior. A visual and microscopic analysis was performed which identified crease sharp opening on posterior, stress marks, crease fold and wear abrasion. Base on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Healthcare professional additionally reported "bloody nipple discharge.". Additional report of "enlarging ductal lesion in the left periareolar breast"; this event is not related to the device. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Healthcare professional additionally reported "bloody nipple discharge." Additional report of "enlarging ductal lesion in the left periareolar breast"; this event is not related to the device. Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side rupture. And capsular contracture, baker grade iii. Healthcare professional additionally reported, "bloody nipple discharge". Additional report of "enlarging ductal lesion in the left periareolar breast". This event is not related to the device. Device has been explanted.